Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. The test results were not reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 16x100mm serum tubes without a gel separator. Samples were centrifuged for ten minutes a 30000 at 14 degrees celsius in a swinging bucket centrifuge. Sample was allowed to clot for >30 minutes and was normal in appearance with no detectable fibrin. Quality control (qc) was within the customer's established ranges prior to and after the event. Routine system checks were performed on (B)(6) 2009; both passed within instrument specifications. On (B)(6) 2009, the field service engineer cleaned the wash station and main pipettor tip. Performed the high sensitivity system check which failed the lumsom portion due to one high flier. Replaced the aspirate probes and tubing, cleaned the dispense probes, tightened the substrate probe fittings and primed the system. Repeated the high sensitivity system check and passed within instrument specifications. Performed a 20 replicate precision test using a pt sample and the low level qc, no issues were noted and % cvs were within specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.